Event description:
A malfunction was reported on the pump, which led to the customer's blood glucose level exceeding 500 mg/dl, displaying a "high" reading. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccurred.